Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the printed circuit board and the cable and the connector as well as reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.